Event description:
It was reported that a patient felt the vagus nerve stimulator was upsetting his stomach and it was turned off. However, even with the vns programmed off, the patient could feel erratic stimulation and continued having stomach problems, and tried to use the magnet to temporarily turn off vns. The patient reported that he was pending explant due to these issues. No additional relevant information has been received to date. Surgical intervention has not been reported to date.

Event description:
The patient reported that his vns was being wirelessly controlled (seemingly by someone in a promotional photo on the internet) and this was causing him many problems with the stomach and the rest of his body. The patient said the vns was being used to toy with his body and mind. The vns cannot be controlled over the internet. A company representative believed that the doctor checked the device and found no issues. No further

Manufacturer narrative:
E3 initial reporter occupation, corrected data: initial report inadvertently noted occupation as ni rather than na. F10 health effect clinical code, corrected data: initial report inadvertently used code e1020 to report the patients stomach problems when code e1012 was a better fit. F10 health effect clinical code, corrected data: initial report inadvertently omitted coding the patients perception of erratic stimulation. F10 health effect impact code, corrected data: supplemental report 1 inadvertently reported code e0206 for unspecified mental/emotional problem when this event was not reportable. F10 health effect impact code, corrected data: initial report inadvertently reported code f1903 for explant prior to explant occurring. This has not been updated for the purpose of this report as the suspect device explant has since occurred. G2 report source, corrected data: initial report inadvertently did not select company representative or health professional. H3 device evaluated by manufacturer, corrected data: initial report inadvertently did not make a selection of not evaluated by manufacturer. H6, corrected data: supplemental report 1 inadvertently omitted codes b01 and c19 after diagnostics were performed and confirmed to be ok. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿erratic stimulation¿ is not available.

Event description:
Additional information was received that the patient underwent a generator explant. The suspect device has not been received by manufacturer to date.